Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not communicate with a belt) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a physically damaged electrode belt cable receptacle. The root cause for damaged receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not communicate with an electrode belt.